Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker dependent patient presented to the clinic. Upon interrogation, the pulse generator exhibited capture anomalies. The device was reprogrammed and normal device function resumed. The patient was in stable condition.